Manufacturer narrative:
Per RMA, a replacement camera was sent to site. Upon evaluation of returned camera, the psu returned very high geometry error for both active and passive instruments during a functional test. After an hour of warm up, the psu would not track at all. Not able to run the aak test. The psu is out of calibration.

Event description:
Site reported that the tria system was not tracking instruments consistently. The surgeon discontinued the use of the system. No impact on patient outcome was reported.